Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err 68. No additional patient or event information is available. Data was received but is not relevant to product at fault. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot due to call tech support alarm on display. Receiver download retrieved and attached. The log review showed multiple fireware errors. The customer complaint was confirmed because multiple firmware errors were found in the receiver log.